Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2c2hcmm product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they were not as happy with their recent interstim implant as they were with the original. Patient reported ever since getting their newest interstim system implanted they've had accidents all the time. Patient has notified their managing physician and the physician had them change programs but it didn't seem to be helping at all. The doctor has not done any tests to check the device or order x-rays to assess the issue and patient stated at this point the physician's office is barely speaking to them. Patient has pre-existing pain issues with l4 l5 and wondered if the interstim system could be related to the pain they are experiencing. Patient clarified they have had rf ablation procedures in the past, but since getting the new interstim implant, the ablations do not seem to be as effective as they previously were. For example, patient had an ablation in (B)(6) which worked for a couple months, and one in jan or feb that worked for 2 weeks. Patient's previous 3 ablations lasted a year each. Patient is wondering if the new interstim lead is contributing to their pain. General information regarding known adverse events, the option to turn down amplitude or turn therapy off were all reviewed with the patient. Patient commented that they do not think the stimulation is too high. On the call patient stated they currently feel the pain at the top of their leg and bottom of their backside and was more severe than it has ever been. Additional information was received from the patient. They stated they have been having so much back and leg pain and they are concerned the stimulator was causing some of it. They stated on saturday night they turned stim off and now the pain is about 70 percent better. They said they know the stimulator lead is in the area of l 3 4 5 and that is where they need the MRI. They have been reading their book about emi and found out they cannot have open sided MRI. They said they were worried because the lead is in the same location as the pain and that is where they will do the MRI. Patient services reviewed it is often in the sacral area of the tailbone and directed to their doctor. They said they do not have good relationship with that doctor offered to send listings. They said they had complained a number of times it was not working as well as the first and the doctor did not seem to care, they already received listings. They said, now that stim is off and some pain has gone away they are concerned and asked: do they cancel the MRI on wed? Patient services reviewed medtronic role and patients make decision for what is best for them medically. They called back later and stated they are concerned that the pain they are feeling that is going down their legs and into their ankles is from their device. They stated it's a sharp pain that's like electricity which is causing it. They stated the doctor is telling the them to call medtronic. Patient services reviewed patient's options to either continue working with current settings and device or keep stim off and contact physician for further assistance. They stated at this point, they plan to find a new doctor. On (B)(6) 2022 they stated they did have an x ray on (B)(6) (and also reported having an MRI last week) and "3 of the 4 leads had moved" which is what was causing the electric shock feeling. They stated they thought they had turned off all the programs and deactivated MRI mode on (B)(6) but are still feeling the sensation at the top of their thighs. Patient services reviewed as long as they have turned therapy off, no further stimulation should be delivered. They reviewed speaking to doctor about other reasons they could be experiencing this.